Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm a type 2 endoleak. The reported type 3a endoleak was not confirmed. There was also evidence to support the following observations; a persistent type 2 endoleak at 35 months post implant, near stent collapse of the main body limb, and strut dislodgment during the secondary intervention. The clinical evaluation additionally found the following potential contributing factors to the reported event; off label use due to patient anatomy, unintentional graft placement, and the suboptimal placement of the second bifurcated stent. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated device and a suprarenal aortic extension on (B)(6) 2013. On (B)(6) 2016, a follow up, computed tomography (CT) showed a potential type 2 endoleak or a type 3a endoleak. On (B)(6) 2016 the patient had a subsequent endovascular procedure and the physician elected to implant an additional bifurcated device and an additional suprarenal aortic extension to seal the leak. The patient is stable.